Event description:
"Leak during surgery allowing co2 gas to escape the incision. Thus the surgeon had to open the patients abdomen to finish surgery."

Manufacturer narrative:
Please reference closed medwatch report# 2027111-2008-00006 product not returned. Product was returned after several requests and closure of files. Investigation summary: only the gelseal cap was returned from the gelport 120mm used. Upon inspection, it was found that there was an approximately one inch long tear on the side circumference of the gelseal cap right above the polycarbonate green ring. The gel was separated on the inner side of the polycarbonate ring. However, there was no evidence of any bubbles or voids on the underside or on the side circumference of the gelseal cap where the tear took place. We have reviewed the manufacturing records of lot 1055056; no unusual events occurred during construction. The root cause of the tear could not be determined due to insufficient information related to the conditions surrounding the event. Tear on the gelseal cap is an isolated incident.